Manufacturer narrative:
Product event summary the actual device was not received for evaluation. Performance data collected from the device was analyzed and battery depletion was indicated/ elective replacement indicator (eri). Time of recommended replacement time (rrt) in the save to disk was on (B)(4) 2012 with device rrt less than or equal to 2.62 volt. Weekly battery voltage trend data shows min bat of 2.64 to 2.61 volts between (B)(4) 2012 and (B)(4) 2012.

Event description:
It was reported that the device had early depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).